Manufacturer narrative:
Additional information received: the size of the aneurysm was confirmed as 40mm. It was confirmed that no damage was noted to the delivery system prior to noticing the gap between the end of graft cover and tapered tip device evaluation summary: two photos were provided by the account for review. The photos taken at the account show the tapered tip and distal end of the graft cover of the valiant captivia complaint device. The stent graft is loaded in the delivery system. A gap is present between the graft cover and tapered tip. The measurement of the gap is unknown. A determination whether the gap is within or outside of specification cannot be made from the photo. The reported ¿dimensional deviation¿ cannot be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm . During the index procedure the physician noted that there was a gap between end of graft cover and tapered tip and the procedure could not be completed. The patient required suturing of the external iliac artery and hospitalisation.  As per the physician the cause of the event was due to a defective endoprosthesis catheter. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.